Event description:
The account alleged a pt fell trying to get back into bed at the foot section. No report of injury.

Manufacturer narrative:
The technician investigated the alleged incident and inspected the bed and found the foot section could move to one side and become dislodged allowing the foot section to come off of the bed. No injury was reported regarding the alleged incident. The account stated the pt was entering the bed and the pt put weight on the foot section to sit on the bed when the removable foot section collapsed causing the pt to fall to the floor on her abdomen. The foot section is being replaced and the suspect foot section will be returned to hill-rom. The parts have not shipped at this time. The technician states that per the account, no pt information will be given due to it would be a violation of (B)(6).